Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation in the left lower back and feels cramping/pulling sensation (pain pattern: bilateral lower back, left lower leg and foot pain). A sjm representative tried troubleshooting multiple times to no avail. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the left lead was explanted and replaced.